Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had received one inappropriate shock due to diminished r-wave amplitudes and t-wave oversensing. This occurred in 2019, and at the time, technical services provided troubleshooting steps to evaluate the amplitudes and morphology with all sensing vectors, and during an exercise test, to select the best vector for the patient. It was noted the inappropriate shock occurred while programmed to the primary vector with a gain of 1x. In 2023 the local sales representative reported seeing this patient after they received an inappropriate shock. It was then reported that the patient had received inappropriate shocks several times over the past five years, due to supraventricular tachycardia (svt) sometimes, and diminished r-wave amplitudes and t-wave oversensing at other times. Additionally, in 2021, the patient received appropriate treatment for what appeared to be a ventricular tachycardia (vt) storm. After the first inappropriate shock, the sense vector was programmed to secondary, with a gain of 1x until 2022, when the gain was programmed to 2x. At this time, the patient was hospitalized as none of the sense vectors were passing during automatic setup. A request was made for technical services to review the available data and stored episodes and offer a programming solution. Based on the data, technical serviced found the secondary vector was the most suitable; however, no vector passed the requirements of the r/t ratio and r-wave amplitudes. The sales representative would need to manually pick the vector as automatic setup would not find an acceptable option. Technical services discussed that the most recent shock episodes were showing a rhythm consistent with atrial flutter and noted the physician could consider an ablation for the patient; however, it was noted the patient had undergone an ablation procedure in march 2023. As the morphology change appeared to occur during faster heart rates, the physician could also consider performing an exercise test and acquire the reference template at that time. Available information indicates the s-ICD system remains implanted and in service. Additional information was received. The patient was discharged from the hospital after two days, then presented to the device clinic where the s-ICD was reprogrammed to primary with a gain of 2x. This was the only option where no t-wave oversensing was observed and r-wave amplitudes were acceptable. The physician will discuss with colleagues any next steps, considering the suggestions from technical services.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had received one inappropriate shock due to diminished r-wave amplitudes and t-wave oversensing. This occurred in 2019, and at the time, technical services provided troubleshooting steps to evaluate the amplitudes and morphology with all sensing vectors, and during an exercise test, to select the best vector for the patient. It was noted the inappropriate shock occurred while programmed to the primary vector with a gain of 1x. In 2023 the local sales representative reported seeing this patient after they received an inappropriate shock. It was then reported that the patient had received inappropriate shocks several times over the past five years, due to supraventricular tachycardia (svt) sometimes, and diminished r-wave amplitudes and t-wave oversensing at other times. Additionally, in 2021, the patient received appropriate treatment for what appeared to be a ventricular tachycardia (vt) storm. After the first inappropriate shock, the sense vector was programmed to secondary, with a gain of 1x until 2022, when the gain was programmed to 2x. At this time, the patient was hospitalized as none of the sense vectors were passing during automatic setup. A request was made for technical services to review the available data and stored episodes and offer a programming solution. Based on the data, technical serviced found the secondary vector was the most suitable; however, no vector passed the requirements of the r/t ratio and r-wave amplitudes. The sales representative would need to manually pick the vector as automatic setup would not find an acceptable option. Technical services discussed that the most recent shock episodes were showing a rhythm consistent with atrial flutter and noted the physician could consider an ablation for the patient; however, it was noted the patient had undergone an ablation procedure in (B)(6) 2023. As the morphology change appeared to occur during faster heart rates, the physician could also consider performing an exercise test and acquire the reference template at that time. Available information indicates the s-ICD system remains implanted and in service. Additional information was received. The patient was discharged from the hospital after two days, then presented to the device clinic where the s-ICD was reprogrammed to primary with a gain of 2x. This was the only option where no t-wave oversensing was observed and r-wave amplitudes were acceptable. The physician will discuss with colleagues any next steps, considering the suggestions from technical services. Additional information was received. At the routine follow up in july, interrogated revealed a battery depletion (bd) alert. Device data was submitted to technical services for review. Data analysis confirmed the device was depleting faster than expected and recommended device replacement for within 90 days. The local sales representative reported that the physician may take this opportunity to perform new screening for s-ICD, consider repositioning the electrode, or opt for a transvenous ICD system. The patient's next follow up is planned for (B)(6) 2024. It was later reported that the s-ICD system was deactivated and the patient was implanted with a transvenous ICD system in august. The s-ICD system will be explanted at a later time, after the wound for the tv-ICD is healed.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. As no further information regarding this event is expected, our investigation is complete. An updated report will be submitted if the electrode is explanted and returned for analysis.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had received one inappropriate shock due to diminished r-wave amplitudes and t-wave oversensing. This occurred in 2019, and at the time, technical services provided troubleshooting steps to evaluate the amplitudes and morphology with all sensing vectors, and during an exercise test, to select the best vector for the patient. It was noted the inappropriate shock occurred while programmed to the primary vector with a gain of 1x. In 2023 the local sales representative reported seeing this patient after they received an inappropriate shock. It was then reported that the patient had received inappropriate shocks several times over the past five years, due to supraventricular tachycardia (svt) sometimes, and diminished r-wave amplitudes and t-wave oversensing at other times. Additionally, in 2021, the patient received appropriate treatment for what appeared to be a ventricular tachycardia (vt) storm. After the first inappropriate shock, the sense vector was programmed to secondary, with a gain of 1x until 2022, when the gain was programmed to 2x. At this time, the patient was hospitalized as none of the sense vectors were passing during automatic setup. A request was made for technical services to review the available data and stored episodes and offer a programming solution. Based on the data, technical serviced found the secondary vector was the most suitable; however, no vector passed the requirements of the r/t ratio and r-wave amplitudes. The sales representative would need to manually pick the vector as automatic setup would not find an acceptable option. Technical services discussed that the most recent shock episodes were showing a rhythm consistent with atrial flutter and noted the physician could consider an ablation for the patient; however, it was noted the patient had undergone an ablation procedure in march 2023. As the morphology change appeared to occur during faster heart rates, the physician could also consider performing an exercise test and acquire the reference template at that time. Available information indicates the s-ICD system remains implanted and in service. Additional information was received. The patient was discharged from the hospital after two days, then presented to the device clinic where the s-ICD was reprogrammed to primary with a gain of 2x. This was the only option where no t-wave oversensing was observed and r-wave amplitudes were acceptable. The physician will discuss with colleagues any next steps, considering the suggestions from technical services. Additional information was received. At the routine follow up in july, interrogated revealed a battery depletion (bd) alert. Device data was submitted to technical services for review. Data analysis confirmed the device was depleting faster than expected and recommended device replacement for within 90 days. The local sales representative reported that the physician may take this opportunity to perform new screening for s-ICD, consider repositioning the electrode, or opt for a transvenous ICD system. The patient's next follow up is planned for (B)(6). It was later reported that the s-ICD system was deactivated and the patient was implanted with a transvenous ICD system in august. The s-ICD system will be explanted at a later time, after the wound for the tv-ICD is healed. Additional information was provided indicating the s-ICD system was explanted on (B)(6)2024. The explanted products were retained by the hospital.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.